Event description:
During a locbectomy procedure, on the first firing, the device cut but only on one side of the cut line the staples shaped into a b formation. On the other side of the cut line the staples had not formed at all. There was no patient consequence reported.